Event description:
It was reported that the customer received a low battery alarm. The battery did not last more than one week. The customer received a motor error alarm more than one in the last 30 days. His blood glucose level was 151 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. All operating currents tested within specific range. No unexpected low battery alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.